Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a failure to ventilate the patient in cmv, resulting in profound hypoxaemia of 10%. Failure to measure fio2 and then failure of the mixer. The unit spontaneously resealed and restarted. The affected evita xl device alarmed. Emergency use of a back-up device. No further information of the pat. Status was available at the present time.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected evita xl with product serial no. (B)(6) . The reported event could be traced according to the log analysis at the manufacturer site. The device detected a deviation in delivered o2 concentration and alarmed audible and visible with the high priority alarm ¿fio2 low !!!¿. In addition, the measured minute volume was below the set alarm limit for mv low the device alarmed ¿minute volume low ¿. In consequence the device performed a warm start (to re-boot) to solve this deviation. After the warm start the ventilation was continued for further 3 minutes until the user switched the device off. The unit has responded as specified on a detected deviation with hpsv /cartridge valve/mixer module out of tolerance. It has posted alarms to notify the user and performed a warm start to solve the deviation. In the event that the device stopped ventilating, audible alarms and visual messages is acti-vated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate de-vice may be considered necessary. Remark: a single successful warm lasts approximately 8 seconds. The replacement of valve o2 is the correct measure. Afterwards the device needs to be checked according to manufacturer specs. It was reported that a patient suffered a profound hypoxemia. No further information of the health status was available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a failure to ventilate the patient in cmv, resulting in profound hypoxaemia of 10%. Failure to measure fio2 and then failure of the mixer. The unit spontaneously resealed and restarted. The affected evita xl device alarmed. Emergency use of a back-up device. No further information of the pat. Status was available at the present time.